Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a preface® guiding sheath with multipurpose curve and there was hemostatic valve damage as the hemostatic valve was losing fluids during the preparation. The sheath was changed and the procedure was completed with no patient consequence. This event was originally assessed as not MDR reportable as there was no loss of integrity, therefore the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The biosense webster failure analysis lab received the device for analysis and on november 15, 2016, and it was discovered that the hemostatic valve is cracked open and the blue collar is no longer adhering to the end of the hemostatic valve at the proximal end. This finding was assessed as MDR reportable because there is potential for significant bleeding or air embolism that might require additional intervention to prevent serious injury or death. The awareness date for this record is november 15, 2016 because that is when the reportable finding was discovered.

Manufacturer narrative:
On december 7, 2016, the manufacture and expiration dates were received. Please refer to those sections of this report for the updated information. (B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a preface® guiding sheath with multipurpose curve and there was hemostatic valve damage as the hemostatic valve was losing fluids during the preparation. The returned device was visually inspected upon receipt and the stopcock was found cracked which is why this complaint is MDR reportable. Per the event reported, functional test was performed with a syringe lab sample filled with water and pressure applied; liquid leakage was observed in the stopcock broken area. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The DHR review was extended to the stopcock/luer cap sub-assembly and no anomalies were found. The customer complaint regarding hemostatic valve issues could not be verified. However, the stopcock valve port was found broken. The cause of the event reported could not be conclusively determined; but procedural factors might have contributed with the failure. However, neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process.